Event description:
This lead was implanted on (B)(6) 2004 and was taken out of service (B)(6) 2012 due to possible infection. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).